Event description:
Reportedly, the programmer screen froze while performing a sensitivity test and the session could not be exited normally.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of available expertise files did not confirm the reported behavior, as only one sensing test was performed on (B)(6) 2023, and it ended normally. - in addition, no brutal shutdown of the smarttouch tablet was observed on that day, only a normal shutdown procedure. - based on available data, no evidence of an anomaly could be found on the subject smarttouch tablet.